Manufacturer narrative:
H10: additional information was received and there is no alleged deficiency or malfunction with the device. Therefore, this report is no longer being considered as a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a serious injury. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a stent placement, the stent was found to be allegedly re-occluded. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometime post a stent placement, the stent was found to be allegedly re-occluded. The current status of the patient is unknown.